Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective inspiration valve nt. As a resolution, vyaire technical support initiated insp. Block replacement.

Event description:
It was reported to vyaire medical that the "patient had a hard time breathing" while on the bellavista 1000 us.the vent wafeform also shows a leak. After the vent was swapped out, patient is breathing normally. Furthermore, there was no patient harm associated with the event.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, logs shows one instance of tf 545 (technical failure 545 - astepinspvalve value out range - failsafe), 300 (technical failure 300 - device in failsafe), and 316 (technical failure 316 - blower failure) on (B)(6) 2023 with a blower restart warning. Recommended customer to have insp. Block replacement. A vyaire field service representative(fsr) evaluated the device onsite and was unable to duplicate the reported issue. The unit passed the leak test and performance test.the fsr replaced the insp. Block and calibrated all calibrations needed. Completed circuit test and ran performance check. Unit passed all test and runs according to manufacturer specs. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.